Event description:
The customer reported that the device had a blank display. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and clarified the issue as a failure to power up. The problem was isolated to the power supply assembly. The power supply assembly was replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer.